Event description:
Stapler ats flex 45 was loaded and used correctly during a laparoscopic appendectomy. Appendix was free, doctor removed stapler and scrub noted cartridge was missing. Suture line was checked and staples were all over and not typical. The doctor dissected further and used another echelon stapler which worked correctly. A loose blue cartridge was easily removed through the laparoscopic incision.health professional's impression"...concerned about the functionality of the stapling device and in typical fashion, I looked to view the appendiceal stump and could not see the staple line. This was inspected closely and no staple line was seen; however, no signs of stool spillage was identified. Extensive amount of time was spent looking for the appendiceal stump with the staple line. The ex vivo appendix was visualized and staples were in this area, however, some of the staples inside the abdomen had not appropriately closed and I was very concerned about the fact that this appendiceal stump would not be closed."